Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) had fluid loss. The system was replaced with a new 18cmx12mm ipp and 65ml reservoir. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.